Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband was experienced high blood glucose level of 428 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer also reported that the insulin pump also alarmed motor error. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer was not insisted on insulin pump replacement. The customer did not provide any symptoms regarding high blood glucose. The customer gave himself some bolus to treat the high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was returned for analysis.